Event description:
It was reported that a novum iq large volume pump alarmed for infusion complete; however, there was still antibiotic in secondary bag that had not been infused. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6, h11. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.